Event description:
Overdelivery reported. The pump was set to administer an unspecified adriamycin solution over 24 hrs. It was reported that the infusion completed within 13 hrs. The pt did not experience any adverse effects. The co has made multiple attempts to obtain further info from the user facility regarding the pump settings and clinical info, but co has been unsuccessful. The risk mgr reports "she has been trying to find out more about the event but she has not been successful. Overall assessment (by the user facility) is that this is not a pump issue at all, but the co cannot say that for 100% certainty." The pump tested fine at the user facility. No add'l info available.